Event description:
On 2022-apr-20, information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the patient's ins was overdischarged due to patient negligence. Physician recharge mode (prm) performed and the power on reset (por) was cleared. Impedance check showed electrode three oor. The issue was resolved at the time of the report. On 2024-03-13, additional information was received from the manufacturer representative (rep) clarifying that the out of range impedance on electrode 3 were high impedances. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.